Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received a durom us acetabular component 54/48 n, on the right side on (B)(6) 2009 and was revised on (B)(6) 2010 due to pain and loosening.